Event description:
It was reported that during a wedge resection procedure, the device locked on tissue and would not open. They had to cut the device off the tissue. It was not indicated how the procedure was completed. There was no adverse impact to the patient. Two additional attempts have been made to obtain further event information.

Manufacturer narrative:
Information anticipated, but unavailable at this time.